Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. The complaint could not be duplicated, and is thus unconfirmed. This report is being submitted retrospectively because the complaint involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients receiving enteral treatments and the fact that moog could not reproduce the event. However, having received a pediatrician's opinion regarding the risk, an overrun event might pose to pediatric patients, moog has decided to submit mdrs for overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated the "pump did not alarm the feeding was done. Kept pumping in air." The pump was reported to have been set to deliver nutritional liquid at a dose of 570 (ml is assumed) and a rate of 38 (ml/hr is assumed). No serious injury, death, or medical intervention was reported. (B)(4).